Manufacturer narrative:
The returned samples and lot number of this event was received. The DHR was reviewed without any similar issue, the retained sample was tested and meet the specification. The returned sample was tested and they met the specification. The issue can't be confirmed, the root cause can't detected currently. No action will be taken currently, this issue will be monitored. A supplemental report will be submitted if further information received.

Event description:
The customer reported they are using the monoject 60ml enfit syringes to feed their infant daughter through her feeding tube. They are using the plunger to push the formula through. After the first use, the measurement imprint on the outside of the syringe rubs off. After about the second use, the plunger becomes very difficult to push or pull through the syringe. They have tried about every combination to determine the issue. They have used warm formula, cold formula, warm water, and cold water but the same issue happens. They thought maybe it was the dish soap they were using so they changed it and also tried just using water, no soap. They've also used coconut oil to lubricate the rubber on the plunger. The syringe still becomes very difficult to use, their hands are red and bruised from trying to push the plunger. They have retrofitted the syringe and use another brands plunger and it works just fine so they have at least narrowed it down to the monoject plunger as the issue. This has happened to every syringe they have received over the past month (10+ syringes). They do not have the lot numbers because their supplier sends them in a bag without labels. Received 2 defective samples returned by the customer on march 13, 2025, conduct an investigation on the returned samples.